Event description:
The customer reported that they received an "interlock failure" error message on boot-up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired a broken wire in the fast stop circuit. He tested the system by booting the system multiple times without receiving an "interlock failure" message. The unit operates as intended.